Manufacturer narrative:
On 09 jan 2020 arjo received a customer complaint involving enterprise 9000x. The reported malfunction took place in the karlovac hospital in croatia. Following information reported, the electric cardiopulmonary resuscitation (CPR) did not work while a patient lying on the bed suffered a cardiac arrest. The manual CPR was used instead in order to reposition the patient to the required position. The patient did not sustain any injury. It needs to be emphasized that each enterprise 9000x bed is equipped with manual CPR release handles located below the calf section on each side of the bed and electric CPR buttons build up in control panels. These features flatten the backrest section of the bed to the horizontal position to enable resuscitation to be carried out. Even though the electric CPR does not work the manual CPR can still be used ¿ as was done in this particular complaint. After the incident, the bed was inspected by the facility technician with regard to the alleged issue. It was indicated that ¿the bed was disconnected and reconnected¿ and the problem with inoperable electrical CPR was solved. The facility refused to provide any additional information regarding this incident on the grounds that the bed was fixed and nothing happened to the patient. Due to the lack of opportunity to obtain additional information, it was not possible to determine what was the exact cause of this failure. In conclusion, the enterprise 9000x bed was being used for patient care at the time of the event. The bed was being used for patient care and was not working up to the manufacturer¿s specifications. Although there were no injuries reported, the complaint was decided to be reportable due to electric CPR being inoperative in an emergency situation. Nevertheless, in this particular case, the safety feature (manual CPR) incorporated in arjo device protected against a hazardous situation.

Manufacturer narrative:
The investigation is ongoing. The results of the investigation will be provided to the follow-up report.

Event description:
Following information reported, the electric CPR being inoperative in an emergency situation. The facility staff used mechanical CPR. There was no injury reported.